Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a defective safety mechanism was unconfirmed since the problem could not be reproduced. One 20 ga x 0.75 in powerloc infusion set was returned for investigation. The safety mechanism was not activated. No apparent damage was observed on the needle shaft. The safety mechanism was able to be successfully advanced. An audible click was heard when the safety was fully advanced. The safety was manipulated repeatedly and no issues with the safety mechanism were observed. Since the returned sample was able to be successfully activated, the complaint is unconfirmed. The product instructions for use (IFU) instructs, "deaccess: firmly pull the wings up until you hear or feel a "click". Safe: visually observe the orange dot. Dispose of set in sharps container." (B)(4)

Event description:
It was reported that the patient¿s power port was due to be flushed and de-accessed after completing a CT scan. The nurse put on gloves and removed the dressing. It was stated the port needle was retracted in typical fashion, the safety mechanism failed to hold the needle in place and the needle penetrated the nurse¿s right index finger. (B)(6) 2019- additional information received stated, "no medical treatment of the staff member was needed; seen by occupational health np provider." (B)(6) 2019 additional information from medwatch rec'd stated, "the nurse washed her hands with hot water and soap and forced bleeding form her finger. The nursing manager was notified of the needle stick and the occupational nurse was also notified." It was also stated regarding the device, "upon removal of the device, the needle guard broke off from needle. The port was reaccesses using a different needle with good blood return noted. "

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascws0091 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient¿s power port was due to be flushed and de-accessed after completing a CT scan. The nurse put on gloves and removed the dressing. It was stated the port needle was retracted in typical fashion, the safety mechanism failed to hold the needle in place and the needle penetrated the nurse¿s right index finger. 8/1/2019- additional information received stated, "no medical treatment of the staff member was needed; seen by occupational health np provider."